Event description:
User received low sodium results for 11 patient samples. The samples were sent out to a reference lab for repeat testing. The analyzer and/or method used at the reference lab was not provided. Results for 11 patient samples were provided, only 1 sample was discrepant. The initial result for this sample was 133 meq/l; repeat result was 140 meq/l. None of the original low sodium results were reported to the physician. The patient was not affected. Sodium electrode lot number was not provided. The field service representative determined the ise maintenance settings in the system software were mis-configured for customer's sample type and volume. He reconfigured maintenance settings and performed electrode service. The customer ran calibration, controls and patient comparisons giving results within customer's specifications.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.